Event description:
During case, gas was being drawn up and a top sign appeared on the screen of the constellation lxt with two options, "quick start" or "shutdown." Staff selected "quick start." Physician removed infusion line from patient's eye. Valved cannulas in eye maintained the pressure in patient's eye until the machine rebooted. Machine tagged for repair and reported to manufacturer.